Manufacturer narrative:
The manufacturer's report number for this case is 1718912-2013-00009. Biotene is manufactured in (B)(4) in the united states, and neither the product nor the lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of seizure in a (B)(6) female patient who received lactoperoxidase + lysozyme (biotene moisturizing mouth spray) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started lactoperoxidase + lysozyme. At an unknown time after starting lactoperoxidase + lysozyme, the patient experienced seizure, epilepsy, rapid heartbeat and gastric ulcer. The patient was hospitalized. At the time of reporting, the outcome of the events was unknown. Ae information received via voicemail (B)(6) 2013: the reporter was the daughter reporting on behalf of her mother. The reporter indicates that her mother used biotene moisturizing mouth spray and experienced what she thinks was sort of seizure which was further described as possible seizure. Sae subsequent follow up was received via phone (B)(6) 2013 from patient's daughter. The consumer reported that her mother had two seizures last night after using biotene moisturizing mouth spray her mother has been in the emergency room all night waiting for a room to open up so she can be admitted. The daughter advised me that she did not have time to speak to me now and asked that I call her back on (B)(6) 2013. Follow up received via phone (B)(4) 2013: I called the patient's daughter back this morning per her request yesterday. She stated that her mother was in intensive care and she did not have time to talk to me. I was able to obtain the patient's name and age (B)(6). I did ask her how her mother was doing if she thought that her seizures were related to using biotene moisturizing mouth spray. The patient's daughter stated no, that the product has nothing to do with her mother's experience. She stated that she found out that she is epileptic. She stated that she has a stomach ulcer. In the event of heart problems, the consumer further described that her mother is experiencing heart issues. She stated her heart is beating too fast. She stated that they are trying to keep her heart rate at 85 and want to put her on a medication to keep it there, but they are afraid that the medication will cause her stomach ulcer to bleed. She stated that her mother really liked our product.